Event description:
A caller reported that their child on a ski trip needed replacements for two cartridges as one was dropped and discarded for safety, while another cartridge malfunctioned by releasing insulin unexpectedly. There was no reported impact on the child's blood glucose level due to the inability of the caller, who is the child's guardian, to provide this information. The caller contacted technical support for replacements of the cartridges and a syringe, and the issue was determined not to be due to user error or misunderstanding of the product.